Event description:
It was reported that the patient came into the office in atrial fibrillation (af), but when the device tech checked the implantable pulse generator (ipg) the episode list did not show the patient as being in af. Additionally, there were inconsistencies with mode switch data, atrial histograms data, percent time in at/af and cardiac compass. It was noted that this can happen when post-modeswitch overdrive pacing is turned on as well as a 30 second detection delay for atrial high rate episodes. The patient will be brought back into the office to turn that feature off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.